Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient experienced right breast pain, joint pain, fatigue, brain fog, and an overall feeling of being unwell. As a result, the patient underwent bilateral breast implant removal without replacements in 2025. Additionally, the explanted devices were both noted to have a dark brown color to the saline solution. After the implant removal, the symptoms resolved and the patient feels better. The date of implantation and explantation are approximate and were provided incomplete to mentor.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 03, 2025, mentor became aware that information was inadvertently omitted from the initial report regarding the h10 related report number. Correction: h10 related report number: mw5171060, mw5170973. Manufacturer¿s reference number: (B)(4).